Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Subject was diagnosed with aseptic failure of left knee with femoral implant migration/ loosening and femoral bone lysis. Revision of a cemented cs knee (except patella) on (B)(6) 2021.

Manufacturer narrative:
An event regarding loosening involving an unknown knee was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "subject was diagnosed with aseptic failure of left knee with femoral implant migration/ loosening and femoral bone lysis. Revision of a cemented cs knee (except patella) on (B)(6) 2021. Revision components included femoral 5512-f-701, ged3d; femoral cone augment 5549-a-351, dt96, tibial component 5521-a-600, hys7ea; tibial insert 5537-g-616, 7y8wpx, stem ref#: 1 5565-s-012, 0115119j; stem ref#: 2 5565-s-014, 0105708j; femoral augment #1 5544-a-700, bzr9y; femoral augment #2 5543-a-700, gvh3g; femoral augment #3 5541-a-701, gid90; femoral augment #4 5541-a-701, egt4d. The x-rays document obvious loss of femoral component fixation with lucencies and lysis of the femoral bone. Aseptic loosening of a cemented tka is confirmed. On (B)(6) 2009, operative report documents and uncomplicated primary tka. The x-rays document obvious loss of femoral component fixation with lucencies and lysis of the femoral bone. Aseptic loosening of a cemented tka is confirmed. The root cause of this loss of fixation cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation. " product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening. A review of the provided medical records by a clinical consultant indicated: "subject was diagnosed with aseptic failure of left knee with femoral implant migration/ loosening and femoral bone lysis. Revision of a cemented cs knee (except patella) on (B)(6) 2021. Revision components included femoral 5512-f-701, ged3d; femoral cone augment 5549-a-351, dt96, tibial component 5521-a-600, hys7ea; tibial insert 5537-g-616, 7y8wpx, stem ref#: 1 5565-s-012, 0115119j; stem ref#: 2 5565-s-014, 0105708j; femoral augment #1 5544-a-700, bzr9y; femoral augment #2 5543-a-700, gvh3g; femoral augment #3 5541-a-701, gid90; femoral augment #4 5541-a-701, egt4d. The x-rays document obvious loss of femoral component fixation with lucencies and lysis of the femoral bone. Aseptic loosening of a cemented tka is confirmed. On (B)(6) 2009, operative report documents and uncomplicated primary tka. The x-rays document obvious loss of femoral component fixation with lucencies and lysis of the femoral bone. Aseptic loosening of a cemented tka is confirmed. The root cause of this loss of fixation cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation. " further information such as device information, return of the device, pathology reports as well as patient history and follow-up notes are needed to determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Subject was diagnosed with aseptic failure of left knee with femoral implant migration/ loosening and femoral bone lysis. Revision of a cemented cs knee (except patella) on (B)(6) 2021.